Event description:
The product received from the d.e.s. Cover study indicated that the patient was admitted with unstable angina. An elective procedure to treat a 2.5 x 24 mm, 90% occluded restenotic lesion in the proximal left anterior descending (lad) artery was performed. A 2.5 x 28 mm cypher stents also implanted in this procedure that were overlapping with each other. An urgent staged procedure was performed about four months post-procedure. The lesion was treated with balloon angioplasty. The patient was discharged the following day. Regarding the index procedure, the diseased vessel were the lad and circumflex. Pre-procedure medications listed were aspirin, beta-blockers, plavix and statins. Intra-procedure medications listed were thrombin inhibitors and angiomax. The target lesion had little to no calcification and was not in a bifurcation. The lesion had a taxus previously implanted.